Manufacturer narrative:
The device remains implanted in the patient; therefore, a device eval cannot be performed. The relationship between the device and the event is undetermined. A review of the complaint database did not reveal any additional complaints reported for the same lot. The october 2007 15 month rx biliary stent product family trend report, inclusive of all failure modes, was reviewed and no unfavorable trend was noted.

Event description:
An wallstent rx biliary endoprosthesis stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a male (weight unknown) in 2007. According to the complainant, "during deployment of the biliary wallstent the final 1-2 cm of the constrained stent failed to deploy, even when the outer sheath had been fully retracted, [the physician] then spent the next few minutes attempting to release the stent from the delivery catheter. The stent finally released from the delivery catheter, however [the physician] then commented that he 'had trouble removing the inner sheath of the delivery catheter and noted that the tapered introducting olive on the delivery catheter was all frayed.' Upon finally withdrawing the delivery system. [The physician] then notice that the 1 cm of stent protruding from the bile duct had not fully expanded." Reportedly, the patient was "stable" following the procedure.